Manufacturer narrative:
(B)(4) fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician deflected the ureteroscope, the laser fiber broke and damaged the scope. This happened after 30 seconds of using the laser fiber. According to the physician, no broken pieces fell inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that there is no exposed glass tip. The fiber is fractured 1.5cm from the distal top, with the jacketing not fully separated. The investigator examined the fiber under magnification and found that the glass tip was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician deflected the ureteroscope, the laser fiber broke and damaged the scope. This happened after 30 seconds of using the laser fiber. According to the physician, no broken pieces fell inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.